Event description:
Reporter (pt's family member) stated that a comparison down between the pt's surestep meter and a hcp meter was 245 or 24.5 (ss) and 386 mg/dl (hcp) using separate finger sticks. The reporter could not confirm if the ss meter reading was 245 or 24.5 lfs rep discovered that the meter was set to mmol/l. Neither the reporter or the hcp was aware that the meter was set to mmol/l. No symptoms were reported. There was no allegation of harm.